Event description:
It was reported that the patient had an increase in seizures. The patient had an eeg and was to follow up with the physician. No additional relevant information has been received to date.

Event description:
Additional information was received that the increase in seizures for the patient was not related to the vns device and below the vns baseline. The physician did not know the specific cause. The device diagnostics were within normal limits.